Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary; bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with colored water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced insufficient blood flow through the device. This event occurred once. The following information was provided by the initial reporter. The customer stated: when doctors take arterial blood for patients, arterial blood cannot flow out with negative pressure or be manually drawn after successful puncture, and operation factors can be excluded through examination. The arterial blood collector was replaced immediately, but the same situation did not occur.